Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: during the procedure it was verified that the trocar was presenting leakage in the pneumoperitoneum due to a defect of the rubber connection. No permanent damage. There was no bleeding over than 500cc. It was not necessary blood transfusion. The surgical time was not extended. The event did not prolong the hospital stay.